Manufacturer narrative:
Eval is in progress, but not yet concluded. The subsidiary's manufacturing engineering ctr (mec) could duplicate the report issue.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, a central control monitor (ccm) message "service gas system" was displayed when they tried to calibrate the oxygen (o2) analyzer. The device was not changed out, as the clinical engineer adjusted the fractionated of inspired oxygen (fio2) and gas flow using the knobs located on the front of the system. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.